Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s908u1ues8gyk3 hardware: sm-s908u1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle failed to deploy. As their blood glucose levels were getting higher the patient had to discard the pod as they were not receiving insulin due to the needle never being inserted into the skin. The pod was worn loner than 48 hours. No blood glucose values were provided.